Manufacturer narrative:
This patient received right tmj devices in (B)(6) 2018. On (B)(6) 208, the patient experienced head trauma and in (B)(6) 2018, the patient started to experience facial swelling and pain on the right side. A panorex was taken and it showed that the second most anterior bone screw had backed out from the patient's right fossa component. On (B)(6) 2019, the surgeon removed the bone screw and attempted to replace it with a larger diameter emergency screw, but he was unable to achieve good fixation and decided to leave the site empty. A second bone screw was also found to be loose and it was replaced with a larger diameter safety screw. The remaining two bone screws were tested and found to be secure and stable.

Event description:
Two loose bone screws in the patient's right fossa component were removed and one was replaced.